Manufacturer narrative:
Plant investigation: the reported symptom code (out of box) was confirmed due to no completed treatment(s) found in the patient¿s treatment history. The reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however, the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that during the patient¿s initial drain, the screen was blank on the liberty select cycler, but the ok/stop keypads are lighting up. This is the first time using this cycler. The patient was advised to discontinue use of the cycler. The patient was advised to contact the peritoneal dialysis nurse for assistance with an alternative peritoneal dialysis treatment option. Additional information was solicited.